Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump infused too quickly. The device was set to deliver 167 ml (delivery rate and medication not provided). Any patient involvement, injury or medical intervention is unknown.